Manufacturer narrative:
Balt USA reference #5382. Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "when using a hybrid014 micro-guide, pieces break off in the patient and risk migrating into the circulation. In the first case, it was necessary to use a lasso to recover the pieces of the migro-guide. In the 2nd case, the pieces got stuck in the micro-catheter. These incidents required an extension of the operating time. The incident occurred twice for two different patients with the same lot number the devices have been preserved and are available for expertise."

Event description:
It was reported that: "when using a hybrid014 micro-guide, pieces break off in the patient and risk migrating into the circulation. In the first case, it was necessary to use a lasso to recover the pieces of the migro-guide. In the 2nd case, the pieces got stuck in the micro-catheter. These incidents required an extension of the operating time. The incident occurred twice for two different patients with the same lot number. The devices have been preserved and are available for expertise."

Manufacturer narrative:
Balt USA reference # (B)(4). The device investigation was performed by legal manufacturer balt extrusion. Summary as follows: the hybrid was returned in its secondary packaging in a dispenser, the product was returned without its pouch. Only the proximal part was returned, it measures 160cm. The rupture occurred at the level of the nitinol/stainless steel welding. There is one kink at 62,5cm from proximal end and some damages at the level of kink. The review of the lot history records (lhr) did not highlight any anomaly during the manufacturing process. Several tests are performed during the manufacturing process: two different destructive tests by sampling are performed: wire twisting and bending. All units are tested with a non-destructive bending test. The aspect of the welding is 100% controlled. Based on the incident description and our observation we could make two hypotheses which couldn't be confirmed: this issue could be due to excessive traction, bending, or twisting of the device during use. During the investigation, we noticed some damage areas. This damage area could be related to the exertion of significant forces during navigation. As mentioned in the IFU: "avoid repeated bending, at the same point in order to avoid damage or separation of the guidewire". And "never force an intravascular device against resistance without first determining the cause through angiographic inspection. Working against resistance can damage the guidewire and the catheter or cause lesions in the patient". This hypothesis however could not be confirmed because we have not received any information concerning potential friction during navigation. (2) this issue could be due to a manufacturing issue, but this hypothesis is unlikely because the lot history records did not highlight any anomaly. In conclusion, we were not able to accurately determine the root cause of the event experienced. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. At this time, no such increase in the rate of occurrence has been observed, however, this issue will remain subject to continued tracking as part of our post-marketing surveillance process. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference #(B)(4). The device investigation was performed by legal manufacturer balt extrusion. Summary as follows: we observed the hybrid was returned in its secondary packaging in a dispenser, the product was returned without its pouch. We noted only the proximal part was returned and measured 160cm. We observed the rupture (break) occurred at the level of the nitinol/stainless steel welding. We noted there is one kink at 62,5cm from proximal end and some damages at the level of kink. Based on the available information and the investigation results the complaint cannot be confirmed. The review of the lot history records (lhr) did not highlight any anomaly during the manufacturing process. Several tests are performed during the manufacturing process: two different destructive tests by sampling are performed: wire twisting and bending all units are tested with a non-destructive bending test. The aspect of the welding is 100% controlled. Based on the incident description and our observation we could make two hypotheses which couldn't be confirmed: this issue could be due to excessive traction, bending, or twisting of the device during use. During the investigation, we noticed some damage areas. This damage area could be related to the exertion of significant forces during navigation. As mentioned in the IFU: "avoid repeated bending, at the same point in order to avoid damage or separation of the guidewire". And "never force an intravascular device against resistance without first determining the cause through angiographic inspection. Working against resistance can damage the guidewire and the catheter or cause lesions in the patient". This hypothesis however could not be confirmed because we have not received any information concerning potential friction during navigation. (2) this issue could be due to a manufacturing issue, but this hypothesis is unlikely because the lot history records did not highlight any anomaly. In conclusion, we were not able to accurately determine the root cause of the event experienced. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. At this time, no such increase in the rate of occurence has been observed, however, this issue will remain subject to continued tracking as part of our post-marketing surveillance process. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "when using a hybrid014 micro-guide, pieces break off in the patient and risk migrating into the circulation. In the first case, it was necessary to use a lasso to recover the pieces of the migro-guide. In the 2nd case, the pieces got stuck in the micro-catheter. These incidents required an extension of the operating time. The incident occurred twice for two different patients with the same lot number. The devices have been preserved and are available for expertise."